Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the rep couldn't enter the facility to retrieve the device due to covid-19 and they didn't know if the facility still had the removed device. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there were high impedances on lead and wens. Both lead and wens were >10k ohms despite wiping lead, inspected for moisture and all contacts properly placed in device. The wens was replaced and did not resolved. The lead was replaced and the issue was resolved. It was reported these were oob failures. No further complications were reported/anticipated. Additional information was received from the rep who reported the device would be returned on 2/18.